Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the biopsy channel port loosening and detaching was by irregular stress that was applied during user handling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted for correction to device return date.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. Due to damage on channel tube, water tightness is lost. The adhesive on bending section cover had a crack. Grip was deformed. Eyepiece was dirty. Control unit had corrosion due to water leakage. The investigation is ongoing. Three good faith efforts were made to obtain additional information through medical device incident report mdir questionnaire. However, no response received. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus that the biopsy channel of the cystonephrofiberscope was detached after going through leak test machine. The issue was found during reprocessing. There was no patient involvement.